Event description:
The customer reported the carm monitors went black. Patient was on the table at time of issue, patient not injured that he knows of and the customer brought in another system to finish the case.